Manufacturer narrative:
Concomitant products: p1501dr ipg, implanted: (B)(6) 2009; 3387s-40 dbs lead, implanted: (B)(6) 2014; 37601 dbs ipg, implanted: (B)(6) 2014; 3708660 neuro extension x 2, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.